Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redz2771 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (redz2771) have been reported from the same facility in (B)(4).

Event description:
It was reported, "catheter broken under the bifurcation, more or less at level zero and occurs when the irrigation of the lines is high power, the health leader removes the power PICC 4fr bilumen, cleans and preserves the device." 02/24/2021- additional information received, "the catheter was placed on (B)(6) through right saphenous vein, and worked well during afternoon and evening. At 2 pm it was removed 2 cm for over insertion. On (B)(6) it was reviewed and it was required to rearrange it by removing 5 cm, according to x-ray. Ultrasound is fixed and it continues working without problem. On (B)(6) at 8 am, it was reported a leakage, so it was suspended the electrolyte solution and the patient required a new access urgently. Although at the day of implant the device was verified and it was fine, now it's observed a rupture in the level zero through the high-power lumen, in addition to increasing the perimeter of the thigh, it is decided to remove and not change for guide. The patient, due to his water imbalance electrolytic, required a new central venous access urgently."

Event description:
It was reported, "catheter broken under the bifurcation, more or less at level zero and occurs when the irrigation of the lines is high power, the health leader removes the power PICC 4fr bilumen, cleans and preserves the device." 02/24/2021- additional information received, "the catheter was placed on jan.31 through right saphenous vein, and worked well during afternoon and evening. At 2 pm it was removed 2 cm for over insertion. On feb.1st it was reviewed and it was required to rearrange it by removing 5 cm, according to x-ray. Ultrasound is fixed and it continues working without problem. On feb.02 at 8 am, it was reported a leakage, so it was suspended the electrolyte solution and the patient required a new access urgently. Although at the day of implant the device was verified and it was fine, now it's observed a rupture in the level zero through the high-power lumen, in addition to increasing the perimeter of the thigh, it is decided to remove and not change for guide. The patient, due to his water imbalance electrolytic, required a new central venous access urgently."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a catheter leak is confirmed but the exact cause remains unknown. One video and four photos of a powerpicc sv catheter was provided for evaluation. The video shows a powerpicc sv catheter implanted within a patients right upper thigh. A clear fluid is being infused through a syringe. A spraying leak is visible at the 0 cm depth marker. The catheter surface characteristics could not be clearly inspected from the video provided. The photos showed the catheter within a plastic pouch outside of patient use. The photos did allow for a clear inspection of the catheter. Based on the video and photos provide, possible contributing factors include sharp instrument damage and material fatigue caused by repeated kinking. Since a leak was observed in the catheter, the complaint is confirmed but the exact cause remains unknowns.